Event description:
A physician reported a pt who was skin tested on 3/10/1997 in the forearm with negative result. She had her first treatment on 5/13/1997 in the upper and lower vermilion borders and the lower vermilion. Approximately one month after the treatment she began to experience swelling of the lip vermilion and flu like symptoms. The lip swelling flared intermittently, with associated tingling, stinging, burning, and hot sensations. The flu like symptoms were described as general malaise that reminded her of how she felt when her arthritis would flare. The symptoms persisted with no change in severity or frequency as of 1/6/1998. The physician prescribed no intervention for her symptoms, but the pt did self medicate once with advil which she did not use again because it did not help. The physician believed the local symptoms were possibly related to collagen and that they were not a flare of the pt's pre-existing osteoarthritis.